Event description:
It was reported that the catheter presented holes along the external wall.

Manufacturer narrative:
The complaint of a leak was confirmed, and the damage appears to be user related. A semi-circumferential break was found in the tubing 0.25 inches proximal to the cuff. Creases were found at the break site, which indicates that the tubing was kinked. It appears that the kinking of the catheter was a factor in the breach of the d/l tubing. The instructions for use (IFU) warn that "catheters should be implanted carefully to avoid any sharp or acute angles which could compromise the opening of the catheter lumens." The product IFU provides a recommended dressing technique, which would help prevent the catheter from kinking. No defects related to the mfg process were found on the complaint sample. A chr was not completed since the lot info was not provided by the complainant.